Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was), a 20mm watchman flx pro laa closure device & delivery system (wds), and versacross connect access solution were selected for use. The wds was advanced, deployed, and successfully released in the left atrial appendage. Post implant, as the devices were being removed, the physician noted a pericardial effusion cardiac tamponade and perforation on the imaging. The patient was monitored but eventually required pericardiocentesis to treat the effusion. Approximately 400cc of blood was removed and transfused back to the patient. The patient remained stable and was sent to the post-anesthesia care unit (pacu) for recovery. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was), a 20mm watchman flx pro laa closure device & delivery system (wds), and versacross connect access solution were selected for use. The wds was advanced, deployed, and successfully released in the left atrial appendage. Post implant, as the devices were being removed, the physician noted a pericardial effusion cardiac tamponade and perforation on the imaging. The patient was monitored but eventually required pericardiocentesis to treat the effusion. Approximately 400cc of blood was removed and transfused back to the patient. The patient remained stable and was sent to the post-anesthesia care unit (pacu) for recovery. There were no further complications. It was further reported that the patient was initially stable after the procedure, was observed overnight in the ICU, and was later discharged. At the one-week postoperative follow-up, the patient was reported to be doing well and appeared in excellent condition. No resistance was encountered while maneuvering the versacross connect wire. Although the physician believed the effusion/tamponade likely occurred at the appendage, the exact perforation location could not be confirmed.

Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes - updated.